Event description:
Spring in the lv sump somehow became separated and got some tissue stuck in between the rolls of the spring. The unit was pulled apart and the bullet tip was removed. When the pt was weaned from bypass, and the echo was reviewed, there was a lot of mitral regurgitation noted. The pt was placed back on bypass and the mv was replaced. The surgeon did not implicate the cannula as the cause for replacing the mitral valve. Pt is doing well.